Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported while using the disposable the patient is new to remodulin this admission and are getting severe hypotension requiring pressors to support them. They have their remodulin doses titrated down and weaned off pressors. To resolve symptoms, required treatment included added pressors, moved to ICU, profound hypertension symptoms are not uncommon, but are not this severe.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.